Event description:
It was reported to philips that the screen has a dead spot. The device was not in use at the time of the event.

Event description:
It was reported to philips that the screen has a dead spot. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.